Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery. The patient's blood glucose level was 194 mg/dl at the time of the call. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer will change the batteries and monitor the insulin pump for any further issues. The customer was informed that a new battery cap will be shipped to them out of courtesy.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage was found on the lcd isolation tape during visual inspection. The battery cap was inspected and no damage or anomaly noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.